Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary problems and bleeding. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems and bleeding. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, urinary frequency, incontinence, vaginal irritation, vaginitis, uti, and urinary hesitancy.